Event description:
The following info was reported to the manufacturer by the user facility as a serious adverse event - not related to device. Subject participated in clinical trial (B)(4): "a multi-center, actual use clinical trial of the oraquick advance (B)(6) antibody test over-the-counter (otc) product performance in untrained users". Subject signed consent and was enrolled in the trial on (B)(6) 2011. At this visit, venipuncture blood was collected for laboratory testing for (B)(6). Subject returned to the site for visit 2 on (B)(6) 2011 at which time the oraquick in home IV test kit was dispensed to the subject to take home and perform self-testing in a setting of her choosing. Subject was scheduled to return for visit 3 on (B)(6) 2011 to review her self-test results and laboratory results from blood collect at visit 1. The subject was a no-show for this visit. On (B)(6) 2011, subject was reported found huffing computer cleaner by spraying it on her sleeve and inhaling along with spraying it in her mouth. The subject was found coherent and talking and was transported to (B)(6) hospital where she later died. It is unk if she performed the self-test. Her (B)(6) laboratory test results were (B)(6) negative (utilizing an FDA approved ivd).